Manufacturer narrative:
No product non-conformance was identified through the course of the investigation. Based on the CT values generated, the samples in question are at or near the limit of detection (lod) of the test. Additionally, the complaint kit lot was tested and results met specifications. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction, or off-label use beyond 803¿s "reasonably suggests" requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) alleged discrepant results with the cobas® sars-cov-2 assay for use on the 6800/8800 systems. The customer alleged unexpected results for 8 patient samples when tested with batch g11392. The customer mistrusted the results, however, the results were released. All 8 samples were repeated and generated negative results. The samples were also repeated on the genexpert assay, and generated negative results. A review of the positive growth curves showed a very flat curve with a late rise in fluorescence corresponding with the late CT values. Additionally, the ics do not appear to be delayed. The data indicates that the samples are near or at the limit of detection (lod) of the assay which are expected to waiver between positive and negative results. Please refer to table 12 'lod determination' in the IFU, which shows the different hit rates for each concentration and CT value. The alleged runs contained valid roche controls, and are in line with release data. No harm, or injury was indicated. The samples were nasal and oropharyngeal swabs collected in one cobas® pcr media tube except for one sample, sample ID 5, which was collected from the pharyngeal lavage. No product non-conformance was identified through the course of the investigation. Based on the CT values generated, the samples in question are at or near the limit of detection (lod) of the test. Additionally, the complaint kit lot was tested and results met specifications. Eight (8) individual mdrs, one for each of the reported results, will be submitted based on FDA request.